Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient was seen in-clinic and high capture threshold was noted with the right ventricular (rv) lead. This rv lead was programmed to pace below the pacing threshold value, therefore there was no capture during a mode switch event. The patient was not symptomatic. The device was reprogrammed to increase the rv output and no adverse patient effects were reported. This device remains in-service.